Event description:
The caller reported a malfunction on the pump. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue occurs again.